Event description:
During injection of IV dye and after flushed hub with saline, the tech heard a "pop". The injection was stopped. When the IV was removed the tech noticed the IV catheter was not visible as cap was detached. Surgical retrieval of the catheter segment was unsuccessful.